Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed that in the distal area the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of noise which led to vf detection as reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Furthermore, damages resulting from the explantation procedure were found on the lead. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - a vf episode and iegm were received by home monitoring and it was decided to bring the patient in for a follow-up. Noise could not be confirmed. The next day it was check again with the patient moving his left arm. Noise was then confirmed and lead damage was suspected. The lead was explanted but not returned for analysis.